Event description:
It was reported that the iab was inserted without difficulty, and pumping was initiated. Shortlyl after pumping began, helium alarms were noted, and blood was seen in the helium tubing. Because of this the iab was removed and replaced. One hour later the pt expired of causes unrelated to this incident.

Event description:
The iab was inserted without difficulty, and pumping was initiated. Shortly after pumping began, helium alarms were noted, and blood was seen in the helium tubing. Because of this the iab was removed and replaced. One hour later the pt expired of causes unrelated to this incident.